Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) was confirmed. Upon evaluation, the distribution node to front therapy electrode cable had an intermittent failure in the black pulse wire. The cause for the check belt messages was the damaged pulse wire. The root cause of the damaged pulse wire could not br positively identified. No adverse event resulted from the damage pulse wire. The patient received a replacement electrode belt.